Event description:
It was reported that the patient presented prior to procedure. Upon interrogation, it was noted that the atrial lead exhibited under sensing. Failure to sense was later confirmed. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.